Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
This adverse event occurred as part of a clinical trial (protocol13-003-05) and there was no allegation of a device malfunction. It was reported that approximately 5 minutes after use of the myosite simultaneous injection device for injection of autologous muscle derived cells (amdc) for stress urinary incontinence the patient developed an allergic reaction of total body flushing and throat constriction. The patient was treated with benadryl, epinephrine, decadron, famotidine, and prednisone and taken to the emergency room for monitoring. The reaction resolved the following day, and she began receiving ongoing benadryl and methylprednisolone. The patient had received a biopsy 70 days prior to this injection, at which point they also began receiving cipro, which continued until the day after the myosite injection. On the day of the procedure she received lidocaine 2%. Urethral dilatation was not required. There were a total of nine injections.